Manufacturer narrative:
It was reported that the patient underwent vaginal mesh excision, cystoscopy on (B)(6) 2012 due to vaginal mesh erosion in mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following the implant, the patient experienced chronic pelvic pain, vaginal area pain, vaginal bleeding, vaginal discharge, mesh erosion, mesh protrusion, vaginal odor, physical pain and discomfort, suffered psychologically, mental and emotional pain and trauma from several revision and removal procedures. It was reported that patient underwent excision of eroding mesh on (B)(6) 2006 and on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03761. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency, hesitancy, frequency, burning, and discharge. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urgency, hesitancy, frequency, burning, and discharge.